Manufacturer narrative:
H3 - evaluation summary: this device was received, evaluated, and retained by this MFR. The engineering evaluation revealed a 2cm longitudinal burst located 2cm proximal from the distal radiopaque marker. The shaft under the balloon was bowed. A kink was located 62cm distal to the strain relief. The balloon was very wrinkled. Scratches were noted on the balloon surface. This device displayed characteristics with contact with a sharp external source, scratches on the balloon surface. It was indicated this device was used in a calcified lesion. Co believes the above factor contributed to this event.

Event description:
It was reported a balloon burst on the first inflation at ten atmospheres during a superficial femoral angioplasty procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device, the co is unable to determine the exact cause for this event. The co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."